Event description:
It was reported that caller experienced alarm 2 followed by alarm 26 and believed occlusion occurred, but caller did not provide information about blood glucose impact. There was no reported information regarding the customer¿s blood glucose level. Customer likely changed supplies, resumed insulin, and confirmed no frequent or recurring occlusion issues, and technical support determined no further assistance was needed and closed case.